Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the lcx. Approximately 32 months post index procedure the patient suffered acute myocardial infarction of the target vessel-lcx. The event was treated with medication and stenting of the lcx to treat in-stent restenosis. Investigator assessed the event as related to the index device but not related tot he anti-platelet medication. Patient is recovered with treatment. (Update 11 feb also reviewed).